Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, two different megacut needle drivers were defective. A metal cable was noted to be exposed from the endo-wrist. This instrument was then exchanged for a new one. The new instrument had a similar defect with a metal cable loose at the endo-wrist. A third needle driver was then utilized to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were cables visibly protruding from the distal end of the instrument. No fragments fell inside the patient¿s anatomy.